Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was received but does not reflect the full investigation window. The reported loss of connection could not be confirmed. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. A pairing test was performed and it passed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.